Manufacturer narrative:
Analysis found inside out abrasion underneath the rv shock coil at 4.8cm from the distal tip. Both the outer insulation and proximal cable were abraded through. No fracture was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that both the atrial and ventricular leads are showing signs of lead fracture. Egms revealed noise causing the device to deliver inappropriate therapy. The two leads were explanted.